Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hcp (healthcare professional) called for options on how to fix t-wave oversensing (twos) on the right ventricular (rv) lead as there have been forty-six non-sustained ventricular tachycardia events over the last several months. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic), which appears to be associated with t-wave oversensing (twos) post vs (ventricular sense). It was noted that the patient was again being brought into the office that day for reprogramming.